Manufacturer narrative:
It was reported that the x-ray detectable (xrd) lap sponge was found to not be xrd during an anterior lumbar interbody fusion with fluoroscopy procedure. Reportedly, the xrd lap sponge was used to pack the surgical site and, when a fluoroscopy image was obtained, the lap sponge could not be visualized on the image. The packed lap sponge was subsequently removed from the surgical site and new product was obtained for the procedure. According to the reporting facility, the lap sponge count remained equal throughout the procedure and there was no adverse patient impact related to the incident. No sample has been received for evaluation. A root cause has been unable to be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the x-ray detectable (xrd) lap sponge was found to not be xrd.